Event description:
Additional information was received that the device was explanted and replaced. A boston scientific technical service consultant reviewed printouts and a save to disk and discussed that the data from the attached memory dump indicates that this device declared elective replacement time (ert) due to charge times (B)(6) 2012. The device failed to reach its labeled longevity and exhibited behavior described in the "eri charge time limit extended and mid-life display of replacement indicators" product update. The data contained in the memory dump is sufficient to make this conclusion. Upon return, the detailed analysis will reflect this result. This is a degradation in charging performance due to an impedance buildup within the battery. Sufficient capacity remains to support therapy. The charge time magnitude of increase is unpredictable, making accurate estimates of longevity based on charge time difficult. The previous longevity estimate offered was valid on a battery capacity basis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) on (B)(6) 2012, with a charge time of 20.0 seconds and a battery voltage of 2.71v. In addition, the device had been omitting beeping tones which alerted the patient to have the device checked. Subsequently, the patient was hospitalized and the device was interrogated. The elective replacement indicator (eri) was suspected to have been declared premature due to extended charge times on the device. A revision procedure is to be performed in the near future and at that time the device will be removed, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
After the revision procedure the device will be returned to boston scientific. Upon receipt, the device will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Manufacturer narrative:
To date the explanted device has not been received at boston scientific. Upon receipt the device will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of the event.

Event description:
Additional information was received that a revision procedure was performed. The device was removed and replaced. A save to disk and memory dump have been sent into a boston scientific technical services (ts) agent for evaluation of the device behavior. No adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Additional information was received that the device was explanted and replaced. A boston scientific technical service consultant reviewed printouts and a save to disk and discussed that the data from the attached memory dump indicates that this device declared elective replacement time (ert) due to charge times (B)(6) 2012. The device failed to reach its labeled longevity and exhibited behavior described in the "eri charge time limit extended and mid-life display of replacement indicators" product update. The data contained in the memory dump is sufficient to make this conclusion. Upon return, the detailed analysis will reflect this result. This is a degradation in charging performance due to an impedance build-up within the battery. Sufficient capacity remains to support therapy. The charge time magnitude of increase is unpredictable, making accurate estimates of longevity based on charge time difficult. The previous longevity estimate offered was valid on a battery capacity basis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.